Event description:
It was reported that the user attempted to pair a dexcom g7 cgm with the ilet and the pairing failed, after which the user was guided to toggle between g6 and g7 selections, confirm the four-digit pairing code, and restart the ilet. Symptoms included no reported adverse clinical effects and no impact to blood glucose levels. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting to verify cgm selection, reentry of the pairing code, instruction to restart the ilet, and advice to allow additional time for the connection to establish and to call back if unsuccessful. Investigation of this case revealed a suspected communication or pairing issue between the ilet and the cgm that was addressed with standard troubleshooting steps and connection wait time. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or configuration error or an intermittent connectivity issue during cgm pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.